Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a & p lumbar fusion surgery when passing the rod on a t10 - pelvis construct, the part where the rod engages with the rod holder broke. The surgeon was able to attach another rod holder and did not see any fragments generated. They passed the broken rod holder off the field and it is not in use anymore. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown rods (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h6: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 rod holder, advanced was broken at the tip. The broken fragments were not returned. The upper locking bolt (component 887002517) was missing from the returned device. No other damage or defects were noted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A review of the receiving inspection (ri) was performed for the finished device [mi22664] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 rod holder, advanced would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no design issues or discrepancies were identified. Dimensional inspection: n/a. H4 device history: a review of the receiving inspection (ri) for viper2 rod holder, advanced was conducted identifying that lot number mi22664 was released in one batches.    Batch1: lot qty of (B)(4) units were released on 14 mar 2012 with no discrepancies.    As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.  The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.